Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic. Upon interrogation of the device an alert for capacitor charge time out was observed. Capacitor maintenance was performed in clinic and was timed out again. Patient was asymptomatic. Device replacement was recommended and device will be replaced. No further information available.